Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the search period. The g8 variant analysis operator's manual under chapter 1 states the following: hemoglobin variant interference study: possible interference when measuring hba1c in clinical specimens due to variant hemoglobins is well known and documented. Common hemoglobin variants have been shown to interfere with hba1c results with some assay methods8, 9. The prevalence of hemoglobinopathies varies among populations 10. The most common of the beta chain variants are hemoglobins s, c, d and e. The study conducted at ngsp srl site was designed in accordance with clsi ep07 interference testing in clinical chemistry; approved guideline ¿ third edition [5] and clsi ep09-a3 measurement procedure and bias estimation 2013. Venous whole blood specimens containing varying levels of the variant were tested in triplicate on both the tosoh automated analyzer hlc-723g8 with software version 5.24 (g8 5.24) and the comparator. The percent of the variant in question was ascertained from the sebia capillarys 2 instrument using the hemoglobin method. Interference studies were conducted on known concentrations of %hba1c and the specified variant in venous whole blood. Non-clinically significant interference was defined as </=6% relative difference in the results from the comparator at 6% or 9% hba1c. Based on the results, the g8 5.24 does not demonstrate any clinical interference on the hba1c levels at the % levels of variant for each hemoglobin variant as listed below. Fetal hemoglobin and interference: elevated levels of fetal hemoglobin (hbf) seen with hereditary persistence of fetal hemoglobin (hbfh) may interfere with the a1c result. Samples spiked with various concentrations of umbilical cord blood were measured by the g8 v5.24 and a cleared diagnostic hba1c device (bio-rad variant ii turbo 2.0) to compare results at 6% and 8% hba1c levels. At up to 25% fetal hgb the g8 v5.24 device did not interfere at clinically relevant levels of hba1c. In the homozygous and double-heterozygous forms of variant hemoglobins (e.g. Hbss, hbcc or hbsc), there is no hba present; therefore, no hba1c value can be determined. Other abnormal hemoglobin variants have not been evaluated on the tosoh hlc-723g8 assay. An erroneous result including misidentification of hemoglobin variant may be obtained with a deteriorated specimen, therefore it is important to use a fresh specimen. Limitations of the procedure: total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival. The life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Hemoglobinopathies. The most commonly observed hemoglobin variants are hbs, hbc, hbd and hbe. These variants in their heterozygous state elute after the hba0 peak in their designated windows: hbs (h-v1 peak), hbd (h-v0 peak) and hbc (h-v2 peak). The hbe (p-hv3 peak) appears between sa1c and hba0 peaks. In all these cases, the sa1c% is reportable when these hemoglobin variants are present in the heterozygous state. When either of these hemoglobin variants is identified, the sa1c% is calculated in a proprietary way, depending on the type of hemoglobin variant, based on the area of sa1c, the area of identified hemoglobin variant and other peaks. When a p-hv3 peak is detected, a flag 43 is also reported. Glycemic monitoring for any patients displaying any homozygous hemoglobin (other than hbaa) such as hbss, hbcc or the double heterozygous sc, cannot be performed using sa1c because there is no hemoglobin a present. Alternative testing is mandatory for these types of patients. The most probable cause of the reported event could not be established.

Event description:
A customer reported an incorrect hba1c sample result of less than 4.0% on the g8 analyzer. The measurement limit is (4.0-6.0%). Prior to calling the tosoh technical support specialist (tss), the customer reran the sample on the g8 analyzer and sample yielded the same result. The customer reported no additional sample or quality control (qc) issues. A new sample was collected from the patient and sent to a reference lab to be tested. Using a different methodology, the reference lab received a result of 7.7%, which was an expected result for the diabetic patient. No change in treatment or harm came to the patient due to the discrepant result. The technical support specialist (tss) was contacted for documentation of occurrence. Upon evaluation, tss indicated that this might be a possible issue with the patient sample and referred the customer to the package insert for sample interference details and advised customer to send this patient out to run using alternative methodology in the future due to possible interference. The customer stated that this patient's samples will be sent out for any future testing. No additional discrepant samples were reported. The g8 analyzer is functioning properly. No further action is required. There was no indication of any patient intervention or adverse health consequences due to the reported event.